Event description:
A doctor's office alleged that one (1) patient had experienced a debonding in restoration after using the bond-it material.

Manufacturer narrative:
The doctor re-cemented the restoration using a different product, without further incident. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there was no deviation from the manufacturing process. In addition, no similar complaints were received with regard to this lot.